Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent an abdominal wound seroma of the previously placed mesh on (B)(6) 2015. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/05/2022. Additional b5 narrative: it was reported that following the procedure the patient experienced incisional abscess.

Manufacturer narrative:
Date sent to the FDA: 3/14/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 6/18/2025. Corrected information: d4 (primary UDI #). Additional b5 narrative: it was reported that the patient underwent repair surgery of incarcerated ventral incisional hernia with primary defect and polypropylene mesh onlay on (B)(6) 2024. No additional information was provided. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.